Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and was unable to duplicate the reported issue. The device's battery pins were replaced as a precautionary measure. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. A stryker customer quality engineer (cqe) reviewed the device's electronic records and the reported issue was able to be verified. However, the root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported.